Event description:
The complaint involved two separate thrombolytic brushes used on different dates. In the first, the brush was being used with a wire. The brush was pulled out and the marker fell off the catheter outside the pt. In the second incident, the brush marker band fell off inside the patient. The physician was unable to retrieve the band so a balloon was used to push the band into a small vein in the shoulder.